Manufacturer narrative:
Medical device lot #: 1208671 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699 k060447, k024153, k060214, k042932. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd phoenix panel nmic-307 it yielded a cpo class b detection for serratia marcescens. The isolate was then sent to the state-lab and result was serratia marcescens- with no cpo. There was no report of patient impact. The following information was provided by the initial reporter: customer reports discrepancy in cpo detection of 1 isolates of serratia marcescens with use of nmic 306 panels. First occurrence of erroneous result occurred on (B)(6) 2021 with the nmic 306 panel. A repeat was performed on (B)(6) 2017 with a nmic 306 panel and nmic 307 panel, and both runs yielded a cpo class b detection for serratia marcescens. The isolate was then sent to the state- state received it on 10/7/21- result was serratia marcescens- with no cpo detection.

Event description:
It was reported that while using bd phoenix panel nmic-307 it yielded a cpo class b detection for serratia marcescens. The isolate was then sent to the state-lab and result was serratia marcescens- with no cpo. There was no report of patient impact. The following information was provided by the initial reporter: customer reports discrepancy in cpo detection of 1 isolates of serratia marcescens with use of nmic 306 panels. First occurrence of erroneous result occurred on (B)(6) 2021 with the nmic 306 panel. A repeat was performed on (B)(6) 2017 with a nmic 306 panel and nmic 307 panel, and both runs yielded a cpo class b detection for serratia marcescens. The isolate was then sent to the state- state received it on 10/7/21- result was serratia marcescens- with no cpo detection.

Manufacturer narrative:
H.6 investigation summary: this complaint is for false positive cpo detection with serratia marcescens when using panel phoenix 449283 nmic-307 batch 1208671.the complaint batch was unavailable for testing due to the batch being expired at the time of investigation and beyond our stability timeframe. As a result, this complaint is unconfirmed for performance. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: media selection: isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. Ensure quality of vendor selection for plated media. Variations in formulations may impact results. Culture handling: cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. For qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). Mcfarland preparation: use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. Ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. Prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. Ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. Confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. Use bacterial suspensions within 60 minutes of preparation. Panel preparation: panels should be used within 2 hours of removal from pouch. Inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. Allow sufficient time for fluid to traverse down the well tracks before moving the panel. Avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. Inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.